Event description:
A caller reported experiencing ongoing intermittent occlusion alarms. There was no adverse impact on the customer¿s blood glucose level. The customer changed the necessary supplies and resumed insulin therapy.